Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 197 mg/dl. The customer reported that insulin pump was under delivering as her doctor calculated the bolus amount and determined insulin pump was using a carb ratio on 10 instead of the programmed ratio of 6.5. The customer reported that she was pregnant and she should not have high blood glucose level. The customer was treated with manual injection and changed the site to treat high blood glucose level. The customer will be off the insulin pump until the insulin pump get replaced. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.